Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
Rxsight was informed of a report that a bilaterally implanted patient's light adjustable lens (lal, sn (B)(6), +18.0d) was implanted backwards in the right eye (od) during primary cataract surgery. An additional surgical procedure was completed to explant the lal and implant a new lal (sn (B)(6), +19.0d) in the proper orientation. Rxsight's first awareness of this event was on 02/20/2024. Reference report #3012712027-2024-00042 for the report on the left eye (os).